Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. A risk review was completed and confirmed that the event of erosion, pocket was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is +011(051)58590095238; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pocket erosion. As a result, this device was explanted on september 29, 2025. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this pacemaker exhibited infection and pocket erosion. As a result, this device was explanted on (B)(6) 2025. No additional adverse patient effects were reported. This device has not been returned to boston scientific.